Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main cabinet was not powering on. The field service engineer swapped the medication cart cable, door controller board and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the pyxis does not power on. The customer stated that this malfunction caused a delay to the patient care and occurred while nurse was pulling medication to the patient. The user managed to get medication from another station. There were no adverse events or injuries reported based on this event.